Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a radical nephrectomy procedure the 1st and 2nd firing on the renal vessel were fine. The 3rd firing on the ureter (very thin tissue) upon opening the jaws it was noted that the device had cut however the staples did not form correctly. They were goal post oriented. A like device was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).batch # p57f9g. Device analysis: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.